Manufacturer narrative:
No consequences or impact to patient; incorrect or inadequate result; an evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer observed excessive wbc flagging and imprecise wbc results being generated with the cell-dyn sapphire instrument. The data submitted to abbott for evaluation demonstrated the low wbc result was possibly caused by a clot in the wbc staging pathway which was further supported by the troubleshooting and replacement of the parts by abbott's field service representative. Based on the event details and investigation, no product deficiency was identified with the cell-dyn sapphire instrument. The issue was resolved after performing required maintenance on the instrument.

Event description:
The customer observed excessive wbc flagging (rrbc, wbc count rate violations, too many events removed from wbc analysis) generated from the cell-dyn sapphire analyzer. In the past, the customer performed troubleshooting to resolve this issue. Additionally, the customer stated quality control performance was erratic. The customer also stated two wbc results were questioned, one from an employee patient sample and another from a emergency room patient. The customer stated erroneous low wbc results were generated that were not flagged and provided the following data: female employee patient initial wbc result = 0.857, repeat on cell-dyn ruby = 7.98. The customer stated all other parameters from the initial and repeat run matched. The customer performed several troubleshooting procedures to resolve the issue. There was no impact to patient management as the initial discrepant wbc result was not reported out of the lab.